Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge insyte autoguard blood control unit from lot 8278838 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no traces of foreign matter on the returned unit. Three photos were also provided and reviewed with similar findings. Based off the visual inspection and the provided photos the engineer was unable to verify the reported defect. Since no foreign matter was found on the unit a definitive root cause could not be determined.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc has been found experiencing three occurrences of containing foreign matter before use. The following has been provided by the initial reporter: fm on the catheter tip.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard bc has been found experiencing three occurrences of containing foreign matter before use. The following has been provided by the initial reporter: fm on the catheter tip.